Event description:
It was reported that the patient was experiencing back pain and a unique smell. The patient reported that "the pain in my back feels like something has come apart." The patient also described the smell as "a smell in my nose, it's not a stink or anything like that. Nobody can smell it, only I can. It smells like to me a chemical, or to be more specific, when you are in a dr.'s office or hospital the way everything smells like clean, maybe even chemically clean." The patient was directed to contact the healthcare provider as soon as possible. It was unknown what medication was being used in the pump. Additional information had been requested, but was not yet available at the time of the report.

Event description:
Additional information received reported that the patient continued to have concerns but indicated they were working with their healthcare provider (hcp) or manufacturing representative. It was later reported that the patient underwent an MRI on (B)(6) 2012, which showed canal narrowing "greatest at l4-5", and foraminal stenosis" "greatest at l5 s, l". A caudal epidural was being planned, however, hcp was awaiting insurance authorization. The previously reported chemical smell lasted a "short period of time". The patient outcome/status was reported as "no injury". The medication in the pump was morphine and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory. (B)(4).